Event description:
It was reported to philips that the system was unable to produce x-rays. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Based on the additional information collected, the issue occurred during a planned treatment. The procedure was delayed by less than 20 minutes and was successfully completed after restarting the system following the disabling of the door contact feature. The philips remote service engineer (rse) remotely inspected the system and confirmed the presence of a message stating: ¿x-ray not possible, please close the door.¿ a review of the system log files indicated that x-ray generation was inhibited due to a detected door-open condition. During troubleshooting, the rse instructed the customer to deselect the door contact option, followed by a system restart. After disabling the door contact feature, x-ray generation was restored. Subsequently, a field service engineer (fse) inspected the system onsite and confirmed that the issue occurred due to ongoing construction work. To resolve the issue, the fse disabled the door contact feature. After this action, the system was returned to service in good working condition. At the time the complaint was initially received, philips did not have sufficient information to exclude a product malfunction with the potential to cause death or serious injury upon recurrence; therefore, the complaint was reported. Since then, additional information has been received, leading to the determination that this scenario is unlikely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed on the same system with minimal delay is not likely to cause or contribute to death or serious injury upon recurrence. Therefore, based on the investigation results, philips concludes that this complaint is not reportable. The relevant codes have been updated based on the investigation outcome. The FDA establishment registration number (fei) has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective (B)(6) 2025. This change reflects an administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Manufacturer narrative:
Corrected data: additional narrative, component code, evaluation result code, evaluation method code and conclusion code. Philips has investigated this complaint. The customer reported that the system was unable to produce x-rays just prior to the start of the procedure, resulting in a treatment delay of approximately 5 to 10 minutes. The system displayed the message ¿x-ray not possible. Close the door,¿ although the user confirmed that all doors were closed. A philips remote service engineer (rse) reviewed and confirmed the reported issue with the customer. A system reboot was performed; however, the issue persisted. The rse then remotely guided the user to deselect the door contact option in the system¿s service settings, followed by a system restart. After disabling the door contact feature, x-ray generation was successfully restored. Subsequently, a philips field service engineer (fse) attended the site and identified a severed cable connected to the door contact, likely caused by ongoing construction work. The system was tested following the deselection of the door contact option and was verified to be suitable for clinical use. Log analysis revealed repeated system messages stating ¿x-ray not possible. Close the door,¿ confirming that x-ray generation was inhibited due to an indicated door-open condition. The allura system can be configured to disable imaging when a door contact signal indicates that the door is open. The system behavior observed during this event was consistent with its configured settings. No system malfunction could be confirmed. Based on the available information, the system functioned as designed in accordance with its configuration. Based on the field service findings, the most probable cause of the event is an external, site-related factor affecting the door contact system, potentially due to construction activities impacting the associated cables. This may have resulted in an incorrect door-open signal. The door contact is not part of the allura system and belongs to the hospital infrastructure. At the time of initial reporting, philips could not exclude the possibility of a system malfunction; therefore, the complaint was reported. Following the investigation, it has been confirmed that no system malfunction occurred and that the system operated in accordance with its configuration. Accordingly, philips has re-evaluated this complaint as not reportable. The relevant codes have been updated based on the investigation outcome. The FDA establishment registration number (fei) has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective (B)(6) 2025. This change reflects an administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.